Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient last charged the ipg approximately mid (B)(6). The ipg would no longer communicate with the patient programmer and charger. In turn, surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.